Event description:
It was reported this inflatable penile prosthesis (ipp) was exhibiting inflation issues and the patient was experiencing continuous pain and a burning sensation in the area of implant. The patient stated that their physician had attributed the burning sensation to plaque removal during implant and that he was prescribed medication for the issue. The patient liaison provided troubleshooting techniques. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.